Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was illegible. Biomed display cable to remedy the problem. Complainant indicated that there was no patient involvement in the reported malfunction. Customer has declined to return the device to zoll medical technical service for evaluation.

Manufacturer narrative:
The complainant indicated that the device is not being returned to the zoll technicial service department for evaluation. The facility's biomedical engineering department evaluated the device and they have attributed the malfunction to a display cable the was not seated properly. The device has been returned to service. There have been no additional malfunctions reported with this device.